Manufacturer narrative:
An event of difficulty recapturing the occluder and frayed tip of delivery system due to multiple retraction attempts was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the root cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2023, a 11mm amplatzer septal occluder was chosen for implantation utilizing a amplatzer trevisio delivery system. During implantation, the occluder could not be recaptured by the delivery sheath. Two other delivery systems were used to attempt recapture but failed. The patient was then sent to surgery to have the occluder explanted and the asd repaired.